Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported event. Analysis of log file and remote examination of the system confirmed the reported malfunction and identified an issue with the hospital power supply. The issue was resolved by the hospital services. The system was returned to use in good working condition and was ready for clinical use. There has been no recurrence of this issue reported from the customer. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power fluctuations or outages may occur that can cause the azurion system to not boot up. This scenario includes situation in which the main hospital power supply is fluctuating or there is localized power failure that is not caused by the azurion. Since the malfunction of an external power source would not be considered a device malfunction of the azurion, this event would not be reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not be switched on. No harm was reported to philips. Philips has started an investigation of this complaint.